Manufacturer narrative:
(B)(4). Cartridge pan. The analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60m cartridge reload present. The cartridge was received fully loaded with staples. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with the returned reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed as intended. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a thoracotomy procedure ,the scrub nurse that had trouble loading the device with a gold reload. The surgeon fired the first cartridge and the staple line was complete, the nurse once again had difficulty loading the device with the second reload. The surgeon fired the second firing and the staple line was complete. On the third firing, the device was difficult to fire and then they could not open the device. They manually pulled the trigger and the firing mechanism and eventually removed the device from the tissue. At this point in the procedure, the surgeon decided to use another device with a green reload and completed the procedure. There was no patient consequence reported. The rep stated that the tech may have loaded the device with the reload turned the incorrect direction for the first two loadings.